Event description:
The hospital reported that while the patient was on bypass, the bio-console display went blank and the external drive stopped. The patient was supported with the use of a handcrank until the unit was changed out. There was no affect to the patient.